Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was not working properly and the patient could have died if the healthcare professional had not observed something on the hospital computer. The status of the device is unknown. No patient complications have been reported as a result of this event.